Manufacturer narrative:
The patient gender was not provided. Device unique identifier (B)(4). Approximate age of device - 41 days. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system was producing alarms when connected to the power module. A log file and x-ray images were provided to the technical service representative for review and pump stoppage events were confirmed within the data. The x-ray images did not show any obvious areas of concern. On (B)(6) 2017, a technical service representative was on site and performed a distal end percutaneous lead (driveline) replacement. The patient was placed on a grounded patient cable after the repair and conducted several torso movements, and no alarms occurred. No additional information was reported.

Manufacturer narrative:
Approximately 20 inches of the external distal end portion of the percutaneous lead (driveline) was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Removal of the bionate later revealed no damage to the metal shielding. Visual inspection of the underlying wires found no fractures or breaches. High potential (hipot) testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Evaluation of the submitted system controller log file confirmed low speed operation and pump stop events; however, the evaluation of the returned distal end portion of the driveline could not confirm a wire compromise issue. The submitted x-rays were unremarkable. A specific cause for the events recorded in the log file could not be determined. The pump remains implanted and the patient remains ongoing on vad support. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.